Event description:
This report is being filed after the subsequent review of the following journal article: wieser, k., babst, r. (2010, february). Fixation failure of the lcp proximal femoral plate 4.5 - 5.0 in patients with missing posteromedial support in unstable per-, inter-, and subtrochanteric fractures of the proximal femur . Arch orthop trauma surg, 130:1281¿1287. The authors reported that 14 patients had been treated with synthes device, locking compression plate (lcp) proximal femoral plate, beginning may 2007. They presented four case studies of patients who experienced secondary varus collapse of the fracture with implant failure. A (B)(6) male with chronic alcohol abuse underwent open reduction internal fixation with a 12 hole lcp for a complex subtrochanteric femur fracture. Post-operative x-rays taken after six weeks showed varus dislocation of the fracture and breakage and loosening of screws. The lcp was removed and the patient was revised with a blade plate with autogenous cancellous bone grafting. In their conclusion, the authors reported a 29 percent complication rate and indicated the weakness of the construct was stress concentration at the lcp junction and the proximal locking screws. This is report 1 of 1 for complaint (B)(4). This report is for an unknown 12 hole lcp.

Manufacturer narrative:
This device used for treatment and not diagnosis. This report is on an unknown 12 hole lcp plate, part and lot numbers are unknown. Without a part number the 510k number cannot be provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.